Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for a pfo (patent foramen ovale) closure using a 8f amplatzer trevisio intravascular delivery system. During procedure, it was noted that the right atrial disc had a bulbous deformation. There were interaction with cardiac structures during deployment. There was no report of any angulation/kink noticed with the delivery system. The deformed device was never released from the delivery cable while inside the patient. The device was removed and a new 25mm amplatzer multi-fenestrated septal occluder - cribriform was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. There was no patient injury and adverse events.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. One image from field appeared to show an occluder device deployed through the loader on operating table. The proximal disc was bulbously deformed. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Information from field indicated that amplatzer cribriform occluder was chosen for a pfo (patent foramen ovale) closure. Please note that per the instructions for use, "treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects."